Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ("when the product was removed it was noticed that one of them was nailed in the uterus/ essure was embedded in the uterus"), genital haemorrhage ("after the product insertion, she started with hemorrhages daily / bleeding"), urinary tract infection ("urinary infections"), paraplegia ("one day, her body was paralyzed from the waist to down") and mobility decreased ("loss of mobility") in a 35-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and malaise ("after the product insertion, she started with malaise / malaises /discomfort"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion disability), paraplegia (seriousness criterion medically significant), adnexa uteri pain ("prickling feeling in the ovaries / ovarian pain"), abdominal distension ("swollen abdomen as if she was pregnant / swollen abdomen / abdominal swelling"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), nausea ("nausea"), fatigue ("she was gotten up tired/ fatigue / tiredness / exhaustion"), menopause ("menopause"), pelvic pain ("severe pains"), alopecia ("abundant hair loss"), mobility decreased (seriousness criterion medically significant), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), infection ("infections"), menorrhagia ("menstrual bleeding that never ends"), ovulation disorder ("continuous ovulation"), arthralgia ("hip pain"), headache ("headache") and inflammation ("inflammation"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the embedded device, genital haemorrhage, urinary tract infection, paraplegia, adnexa uteri pain, endometriosis, adenomyosis, malaise, nausea, fatigue, menopause, pelvic pain, alopecia, mobility decreased, dyspepsia, anxiety, infection, menorrhagia, ovulation disorder, arthralgia and headache outcome was unknown and the abdominal distension and inflammation was resolving. The reporter provided no causality assessment for adenomyosis, menopause and pelvic pain with essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anxiety, arthralgia, dyspepsia, embedded device, endometriosis, fatigue, genital haemorrhage, headache, infection, inflammation, malaise, menorrhagia, mobility decreased, nausea, ovulation disorder, paraplegia and urinary tract infection to be related to essure. The reporter commented: 12 month after the insertion, consumer was diagnosed with menopause due to hemorrhages. She also referred she was off work during 11 months with constant urinary infections. The journalist asked for the symptoms and she mentioned menstrual bleeding that never end, abdominal swelling (without reason), ovarian pain, continuous ovulation, hip pain, nausea, you wake up with tiredness, at noon your are exhausted, dizziness. The journalist added headache and abundant hair loss (mentioned by other participant) and patient confirmed the events. The patient commented that it could be caused by the stress caused by the discomfort (according to he doctor's opinion) . Diagnostic results: unspecified date, unspecified tests: she had nothing - tests were negative for sexually transmitted diseases. After unspecified tests, she did not have anything that could be the age or the hormones. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): embedded device: 728 cases were identified. Genital haemorrhage: 1138 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after this surgery patient's life has improved, she noticed it the next day after surgery, she lost weight and the inflammation has improved, she is more active (outcome from abdominal swelling updated and event inflammation added) incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ("when the product was removed it was noticed that one of them was nailed in the uterus/ essure was embedded in the uterus"), genital haemorrhage ("after the product insertion, she started with hemorrhages daily"), urinary tract infection ("urinary infections") and paraplegia ("one day, her body was paralyzed from the waist to down") in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and malaise ("after the product insertion, she started with malaise"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion disability), paraplegia (seriousness criterion medically significant), adnexa uteri pain ("prickling feeling in the ovaries"), abdominal distension ("swollen abdomen as if she was pregnant"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), nausea ("nausea"), fatigue ("she was gotten up tired/ fatigue"), menopause ("menopause") and pelvic pain ("severe pains"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the embedded device, genital haemorrhage, urinary tract infection, paraplegia, adnexa uteri pain, abdominal distension, endometriosis, adenomyosis, malaise, nausea, fatigue, menopause and pelvic pain outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, embedded device, endometriosis, fatigue, genital haemorrhage, malaise, nausea, paraplegia and urinary tract infection to be related to essure. The reporter provided no causality assessment for adenomyosis, menopause and pelvic pain with essure. The reporter commented: that 12 month after the insertion, consumer was diagnosed with menopause due to hemorrhages. She also referred she was off work during 11 months with constant urinary infections. Diagnostic results: unspecified date, unspecified tests: it was stated that she had nothing - tests were negative for sexually transmitted diseases. After unspecified tests, it was stated that she had not something that could be the age or the hormones. Most recent follow-up information incorporated above includes: on 14-jan-2018: new reporter; previous reported event when the product was removed it was noticed that one of them was nailed in the uterus update (when the product was removed it was noticed that one of them was nailed in the uterus/ essure was embedded in the uterus); disability was added for the event urinary infections; and new events added (menopause and severe pains). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-jan-2018 for the following meddra pts: embedded device: (B)(4) cases (excluding this case). Genital haemorrhage: (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ("when the product was removed it was noticed that one of them was nailed in the uterus/ essure was embedded in the uterus"), genital haemorrhage ("after the product insertion, she started with hemorrhages daily / bleeding"), urinary tract infection ("urinary infections"), paraplegia ("one day, her body was paralyzed from the waist to down") and mobility decreased ("loss of mobility") in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and malaise ("after the product insertion, she started with malaise / malaises /discomfort"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion disability), paraplegia (seriousness criterion medically significant), adnexa uteri pain ("prickling feeling in the ovaries / ovarian pain"), abdominal distension ("swollen abdomen as if she was pregnant / swollen abdomen / abdominal swelling"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), nausea ("nausea"), fatigue ("she was gotten up tired/ fatigue / tiredness / exhaustion"), menopause ("menopause"), pelvic pain ("severe pains"), alopecia ("abundant hair loss"), mobility decreased (seriousness criterion medically significant), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), infection ("infections"), menorrhagia ("menstrual bleeding that never ends"), ovulation disorder ("continuous ovulation"), arthralgia ("hip pain") and headache ("headache"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the embedded device, genital haemorrhage, urinary tract infection, paraplegia, adnexa uteri pain, abdominal distension, endometriosis, adenomyosis, malaise, nausea, fatigue, menopause, pelvic pain, alopecia, mobility decreased, dyspepsia, anxiety, infection, menorrhagia, ovulation disorder, arthralgia and headache outcome was unknown. The reporter provided no causality assessment for adenomyosis, menopause and pelvic pain with essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anxiety, arthralgia, dyspepsia, embedded device, endometriosis, fatigue, genital haemorrhage, headache, infection, malaise, menorrhagia, mobility decreased, nausea, ovulation disorder, paraplegia and urinary tract infection to be related to essure. The reporter commented: that 12 month after the insertion, consumer was diagnosed with menopause due to hemorrhages. She also referred she was off work during 11 months with constant urinary infections. The journalist asked for the symptoms and she mentioned menstrual bleeding that never end, abdominal swelling (without reason), ovarian pain, continuous ovulation, hip pain, nausea, you wake up with tiredness, at noon your are exhausted, dizziness. The journalist added headache and abundant hair loss (mentioned by other participant) and patient confirmed the events. The patient commented that it could be caused by the stress caused by the discomfort (according to he doctor's opinion). Diagnostic results: unspecified date, unspecified tests: it was stated that she had nothing - tests were negative for sexually transmitted diseases. After unspecified tests, it was stated that she had not something that could be the age or the hormones. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jan-2018 for the following meddra preferred terms: 'embedded device': the analysis in the global safety database revealed 449 cases. 'Genital haemorrhage': the analysis in the global safety database revealed 763 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 23-jan-2018: consumer participated of a radio interview and reported new events: abundant hair loss, loss of mobility, digestive discomfort, anxiety, infections menstrual bleeding that never ends, continuous ovulation hip pain, and headache. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ("when the product was removed it was noticed that one of them was nailed in the uterus/ essure was embedded in the uterus"), genital haemorrhage ("after the product insertion, she started with hemorrhages daily / bleeding / she was losing more blood every day"), urinary tract infection ("urinary infections"), paraplegia ("one day, her body was paralyzed from the waist to down") and mobility decreased ("loss of mobility") in a 36-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included nickel sensitivity. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and malaise ("after the product insertion, she started with malaise / malaises /discomfort"). In (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion disability), paraplegia (seriousness criterion medically significant), menorrhagia ("menstrual bleeding that never ends"), adnexa uteri pain ("prickling feeling in the ovaries / ovarian pain"), pelvic pain ("severe pains"), abdominal distension ("swollen abdomen as if she was pregnant / swollen abdomen / abdominal swelling"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), nausea ("nausea"), fatigue ("she was gotten up tired/ fatigue / tiredness / exhaustion"), menopause ("menopause"), alopecia ("abundant hair loss"), mobility decreased (seriousness criterion medically significant), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), infection ("infections"), ovulation disorder ("continuous ovulation"), the first episode of arthralgia ("hip pain"), headache ("headache"), inflammation ("inflammation"), general physical health deterioration ("her health got worse after essure implantation"), anaemia ("anemia"), the second episode of arthralgia ("joint pain") and asthenia ("physical abilities reduced"). The patient was treated with hormones nos and surgery (essure removal). Essure was removed. At the time of the report, the embedded device, genital haemorrhage, urinary tract infection, paraplegia, menorrhagia, metrorrhagia, adnexa uteri pain, pelvic pain, endometriosis, adenomyosis, malaise, nausea, fatigue, menopause, alopecia, mobility decreased, dyspepsia, anxiety, infection, ovulation disorder, headache, general physical health deterioration, anaemia, the last episode of arthralgia and asthenia outcome was unknown and the abdominal distension and inflammation was resolving. The reporter provided no causality assessment for adenomyosis, menopause and pelvic pain with essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anaemia, anxiety, asthenia, dyspepsia, embedded device, endometriosis, fatigue, general physical health deterioration, genital haemorrhage, headache, infection, inflammation, malaise, menorrhagia, metrorrhagia, mobility decreased, nausea, ovulation disorder, paraplegia, urinary tract infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: 12 month after the insertion, consumer was diagnosed with menopause due to hemorrhages. She also referred she was off work during 11 months with constant urinary infections. The journalist asked for the symptoms and she mentioned menstrual bleeding that never end, abdominal swelling (without reason), ovarian pain, continuous ovulation, hip pain, nausea, you wake up swith tiredness, at noon your are exhausted, dizziness. The journalist added headache and abundant hair loss (mentioned by other participant) and patient confirmed the events. The patient commented that it could be caused by the stress caused by the discomfort (according to he doctor's opinion). Diagnostic results: unspecified date, unspecified tests: she had nothing - tests were negative for sexually transmitted diseases. After unspecified tests, she did not have anything that could be the age or the hormones. Unspecified date: patient did not have any tolerance test. Most recent follow-up information incorporated above includes: on 3-jul-2018: the patient is allergic to one component, nickel (added as concomitant disease) but she did not have any tolerance test and "her health got worse" (added as event). Essure was implanted on (B)(6) 2014 (amended from 2014) and she did not feel well. On (B)(6) 2015 she started with metrorrhagia (added as event). This event caused anemia, joint pain (all added as event) and also tiredness and general discomfort (both already reported). Patient also stated that she went to medical consultation several times because she was losing more blood every day and saw her physical abilities reduced (added as events). All the tests performed were negative then, the physicians prescribed coagulants and hormones. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ("when the product was removed it was noticed that one of them was nailed in the uterus"), genital haemorrhage ("after the product insertion, she started with hemorrhages daily") and paraplegia ("one day, her body was paralyzed from the waist to down") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and malaise ("after the product insertion, she started with malaise"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), paraplegia (seriousness criterion medically significant), adnexa uteri pain ("prickling feeling in the ovaries"), abdominal distension ("swollen abdomen as if she was pregnant"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), urinary tract infection ("urinary infections"), nausea ("nausea") and fatigue ("she was gotten up tired"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, genital haemorrhage, paraplegia, adnexa uteri pain, abdominal distension, endometriosis, adenomyosis, urinary tract infection, malaise, nausea and fatigue outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, embedded device, fatigue, genital haemorrhage, malaise, nausea, paraplegia and urinary tract infection to be related to essure. The reporter provided no causality assessment for adenomyosis and endometriosis with essure. Diagnostic results: unspecified date, unspecified tests: it was stated that she had nothing - tests were negative for sexually transmitted diseases. After unspecified tests, it was stated that she had not something that could be the age or the hormones. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 18-oct-2017 for the following meddra pts: embedded device: n° 390 cases (excluding this case). Genital haemorrhage: n° 656 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 18-oct-2017 for the following meddra pts: embedded device: n° 390 cases (excluding this case). Genital haemorrhage: n° 656 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.